Event description:
It was reported that the device was used during a laparoscopic appendectomy. The first device was correctly loaded, but fired halfway and the knife would not advance. The second device first load fired properly, second load did not fire at all. A crunching sound was heard and the knife would not advance. Both devices were handed off close for insertion into trocar, surgeon stated he was aware, but did not hit handle. The surgeon felt the handles were misaligned. Another device was used to complete the case. There was no adverse consequence to the patient. On what tissue type was the device used? Appendix area at what location on the tissue? Unk. On which firing(s) did this event occur (1st, 2nd, 8th, etc.) 1st device on the 1st firing fired. Only 1/2 way and the knife would not advance. The 2nd device would not fire. What color cartridge was being used? Blue. What other color cartridges were used before and after this event? Blue. Was buttressing material utilized? No. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? Yes. If so, when? When fired and knife would not advance. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? No. What were the patient's pre-existing conditions? Appendicitis. Does the patient have any relevant history of surgical treatments? No.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Instrument a: spring cartridge lockout tab; incomplete/interrupted firing cycle instrument b: batch # g50n74, exp date: 08/13/2015; (B)(4) 2010; (firing trigger teeth); the analysis showed that the ats45 device (a) was received in good visual condition and with a reload loaded in the device. The reload was received partially fired and with the reload lockout spring damaged. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. The returned device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were note to have the proper b-formed shape. The analysis results found that the ats45 device (b) was returned with the firing mechanism damaged as the knife and wedges were exposed. There was no reload present. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. While no conclusion could be reached of what cause the firing mechanism to fail, it is possible that the device was fired on tissue thicker than indicated or through a locked cartridge. When either or both of these scenarios occur, the components in the firing mechanism can be damaged. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). No conclusion could be reached as to what may have caused the reported incident, as there was no reload returned for analysis.